Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during upon injection of the lens the doctor noted that he did not like the appearance of the lens. The surgery was completed with a back up lens. Additional information has been requested and received stating that in the process of being injected into the patient's eye, the lens was not injecting properly. The surgical technician reloaded the lens and a second injection was attempted. Upon injection of the lens, the doctor did not like the appearance of the lens.

Event description:
There was no patient harm.

Manufacturer narrative:
Correction: on initial MDR the product code of 4580 was an error. It should have been 4582 on the original MDR. The product was not returned. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The root cause for the reported event maybe related to failure to follow the instruction for use (IFU). Information was provided, which stated the lens was loaded twice as it did not inject properly the first time. During the second advancement the surgeon commented that they did not like the appearance of the lens. There were no specific comments made about the lens itself. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. Note: during lens loading and insertion, do not allow the suspect iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. A non-qualified viscoelastic was also indicated. Per the IFU: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).